Event description:
It was reported that the consumer used acuvue revitalens incorrectly, by using it to flush both her eyes. This caused two burned corneas, she reported as determined by her ophthalmologist. The event occurred a few weeks ago. The consumer acknowledged that she made a mistake, and according to her, because the packaging states that the liquid should not be poured directly into the eyes. No additional information received.

Manufacturer narrative:
Age or date of birth, weight, and ethnicity: information unknown/ not provided. Per regulation (B)(4) (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Date of event: exact date not provided. Only stated as a few weeks ago from the initial report date. Therefore, best estimate date is during (B)(6) 2022. Lot number: unknown/ not provided. Expiration date: unknown as product lot number was not provided. UDI #: unknown as lot number was not provided. Implant date: n/a. The product is not an implantable device. Explant date: n/a. The product is not an implantable device; therefore, not explanted. The product was not returned for evaluation and the lot number for this device is unknown/not provided; therefore, no further product investigation can be performed. Should any further relevant information become available a supplemental medwatch will be filed. Manufacture date: unknown as product lot number was not provided. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.